Event description:
Customer states that he obtained a result of 79 mg/dl on his aviva device when he was feeling lightheaded. He went to the hospital based upon how he felt, and the staff obtained a reading of 467 mg/dl on the hospital meter. No delay in treatment was reported. Customer was treated for hyperglycemia with 5 bags of insulin (type not provided) and admitted for 5 days. Customer states that he had not taken his medication for several days because "he could not afford it." Requested return of suspect device and strips, and replacement was sent.